Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and / or the device (s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Manufacturer narrative:
This case will be invalidated since it is a duplicate of (B)(4)- MFR report number: 9613350-2012-01094. Therefore, zimmer (B)(4) will consider this case as closed. Zimmer's reference number is (B)(4).

Event description:
Follow up information received on august 17, 2015. This case is a duplicate of (B)(4). Therefore, this case will be invalidated. Please rectify your records.

Event description:
It was reported that the patient received a durom hip generic and underwent revision surgery due to unknown reasons. Both the implantation and the revision surgery dates were not reported, hence this case will be considered as a complaint related to the issues for which zimmer implemented a correction in july 2008.